Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse called and verified they had not encountered any further issues since the system reboot. The fse reviewed the system logs and confirmed that no further errors occurred since the reported event. The fse replaced universal surgical manipulator (usm) 3. The system was tested and verified as ready for use. The usm was returned for failure analysis (fa) and the reported error 23062 was confirmed in the error logs and replicated during fa. Upon visual inspection, no issues were found that would be related to the reported event. During the patient side cart fixture test platform (pftp) test, the usm failed the sine cycle. The logs showed a dafd error 23062 with p1 value pointing to usm_d4. Fa inspected the stator connectors and replaced the accp, but the issue still persisted. Based on these findings, fa identified the d4 carriage stator to be the root cause of the reported event. The complaint was confirmed based on field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the site continued to experience issues with the stapler and synchroseal instruments in universal surgical manipulator (usm) 3. The technical support engineer (tse) noted an error 23062 on usm 3. The site moved the stapler to usm 4 and was continuing with the procedure. The site informed they may consider stopping use of the robot. The procedure was completed as planned with no reported injury.